Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 500 mg/dl and 400 mg/dl. The customer was treated with insulin pump. The customer stated that they had no delivery during priming. It was reported that they had faulty reservoir and got no delivery. It was reported that they were unable to troubleshoot. The customer reported event was resolved by changing complete set (infusion set and reservoir). The customer was advised that the pump will need to be replaced. The insulin pump will not be returned for analysis.